Manufacturer narrative:
No patient information has been provided. The exact incident date is unknown; however, it is believed that the event occurred on or before (B)(6) 2011. This malfunction was determined to be reportable as this same malfunction has previously contributed to a serious injury within the last two years. Reference MDR 9611343-2011-00001.

Event description:
It was reported that images on the live monitor were flickering intermittently during fluoroscopy exposures. This issue may result in a degraded image quality that can prevent completion of an exam. No patient injury or death reported. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.